Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty placing the lead in the header of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) provided possible reason for this event. The device remains in service. No adverse patient effects reported.